Event description:
It was reported that the ilet pump¿s sleep/wake button functioned inconsistently for several hours, though the button was clean, fingers were dry, and haptic feedback occurred on press; the user disconnected and restarted the pump per troubleshooting guidance. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no change to therapy. Investigation included customer interview and operational troubleshooting performed by technical support. Investigation of this case revealed the issue was not reproduced during the call and the device responded with vibration on button press. It was concluded that the event involved a suspected intermittent user interface responsiveness issue without clinical impact and with device use continued after restart.